Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article, this technique allows early reperfusion of the ischemic extremity upon institution of the cardiopulmonary bypass circuit with concomitant emergent repair of the ascending aorta.

Event description:
Received an article titled "a method of treating patients with acute type a aortic dissection and lower extremity malperfusion." The article was to describe a technique, where acute limb ischemia is concomitantly managed with the replacement of the ascending aort/hemiarch or aortic arch. In addition to axillary artery cannulation, the ischemic lower extremity is perfused through a polytetrafluoroethylene (ptfe) graft, which is connected to the cardiopulmonary bypass circuit. Per the article, one death occurred on day 10 of multiorgan failure.